Event description:
It was reported the insert was "rubbing against the conversion module and wearing out the base of the post. " a revision surgery is being scheduled. The surgeon, performing the surgery, has not responded to requests for additional info. At the time of this report it is not known if the revision surgery has taken place. When it does the initial reporter will try to get the device.